Event description:
It was reported that the right atrial (ra) lead had high thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addr01, ipg, implanted: (B)(6) 2006; 3037, neuro programmer; 3058, interstim urinary mgu ipg, implanted (B)(6) 2012. (B)(4).